Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device implant information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient will be undergoing a pocket revision on an unknown date.